Event description:
Complainant alleged that during biomed testing, the device's display showed vertical lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation; the customer's report was duplicated and attributed to a damaged lcd color cable. The lcd color cable was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.